Event description:
This is being filed to report the recurrent mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2-3. The patient returned at a later date for a routine follow up when it was noted the mr increased to 4+. The implanted clip was confirmed to be stable on both leaflets. Per the physician it is unknown why the mr increased. A second procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause of the reported mr could not be determined. Mr is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.